Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that black water was leaking from inside the handle, and the loose forceps port was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the black water that was leaking from inside the handle and the loose forceps port, the cause was due to some form of stress, such as damage or deterioration of components during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.